Event description:
A pt reported blood glucose results of 125mg/dl and 154mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these results does not exceed the expected value of <=20% and/or <=20 mg/dl; within lifescan criteria for precision. The customer care rep performed troubleshooting and the control test was within range.